Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt had undergone a pocket revision due to the ipg slightly flipping; causing it to be uncomfortable for the pt. Nothing was explanted or implanted. The pt is reportedly doing well following the pocket revision surgery.